Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor failed to fire a pulse. The cause for the failure was isolated to broken solder connection on the t3 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.